Event description:
It was reported that customer experienced cgm error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received full instructions for pump reset, completed reset with guidance, confirmed that error did not reappear, and successfully started new sensor session; no additional issues were reported.